Manufacturer narrative:
Analysis of the returned lead (serial # (B)(4)) found no anomaly. The returned stylet was able to be withdrawn and inserted into the lead without any difficulty. The complete lead was returned. Visual inspections of the connector end, conductors, braid, stylet coil, and electrode end were all ok. Set screw marks on the proximal connector were in the correct location. The outer insulation was intact upon visual inspection. Continuity was acceptable and there were no shorts between circuits.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that during the implant procedure the hcp was unable to reinsert the stylet into the inner channel of the lead. The hcp requested attention to the entry area of the inner channel where the stylet inserted into the lead as he felt it wasn't properly aligned. The lead was never implanted and was to be returned to the manufacturer. There was no patient involved in this event. As of (B)(6) 2017, the issue was considered resolved.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.